Manufacturer narrative:
Product analysis: analysis determined that the stylus pen was out of calibration. The stylus was calibrated and the device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup the programmer touch screen malfunctioned. The programmer was returned for service. No patient com plications have been reported as a result of this event. It was further reported that the programmer stylus pen tested out of specification during manufacturer's analysis.